Manufacturer narrative:
The insulin pump power up properly after the battery was installed. The device received with operating currents within specification. The device's battery did not drain while it was being monitored. The device had intermittent button response due to light moisture damage to keypad traces. The device was received with minor scratches on lcd window and cracked case at display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer called to report the insulin pump had unresponsive buttons. Blood glucose reading was 210 mg/dl. The customer also mentioned the battery was only lasting a week. Customer did not recall any significant events leading up to the keypad anomaly. Advised that the insulin pump will be replaced. Nothing further reported.